Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there was a yellow led on the camera when the system was turned on. The system logs indicate a long list of "ndi configure software" errors. This error is related to a lower current measure inside the camera. System status indicates a hardware malfunction.

Manufacturer narrative:
Additional information: a medtronic representative went to the site to test the equipment. Testing revealed that the positioning sensor unit (psu) for the navigation system was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.